Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure the customer's condition since the initial call; at call back on, the customer's condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer did not disclose if he had performed additional blood tests using the truemetrix air meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 243 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. At the time of the call the customer reported feeling ill with symptoms of blurry vision, nausea and feeling tired. Medical attention was not needed at the time of the call. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer; the customer did not have any lancets. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).